Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were found. Testing was performed and no occlusion was noted.

Event description:
Customer reported receiving no delivery alarms on the insulin pump multiple times. Customer also mentioned that the reservoir does not empty like it should. Customer stated that he was on one unit of basal all day and it has barely moved. Through troubleshooting it was noted that the set may have been occluded. Customer's blood glucose reading at the time of the call was 238 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.